Event description:
It was reported via a journal article that during a cryoplasty procedure a vessel dissection occurred. The target lesion was located in the femoropopliteal artery. During the procedure a dissection occurred. The physician treated the dissection with the placement of a stent.

Manufacturer narrative:
Citation: lourenco, marco. Et al (2010). Cryoplasty for the treatment of femoropopliteal arterial disease. J vasc bras. 2011;10(3):205-210. The complaint device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).